Event description:
The manufacturer received information alleging the touch screen of the trilogy evo was not responding. There was no allegation of harm or injury. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.